Event description:
Reporter indicated that vns pt was explanted due to the generator eroding through the skin. During the surgery, surgeon accidentally cut the pt's lead while trying to repair the pt's pocket. The bipolar lead was explanted (leaving electrodes). There were no signs of inection. Further follow-up revealed that the incision site looked well-healed and that the pt had not picked at the wound any further. The pt is scheduled for follow-up with neurologist concerning re-implant. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.